Event description:
Customer reported that the numbers on the insulin pump kept going up when attempting to program a bolus. Customer stated that the buttons were getting stuck and the insulin pump may have been exposed to perspiration at the beach. Customer also mentioned that the insulin pump looked steamy on the inside of the display. Customer's blood glucose reading at the time of the call was 250 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had cracked case at display window corners, cracked display window, and minor scratched lcd window.